Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The maryland bipolar forceps was found to have a broken grip cable at the distal end. The grip cable crimp was broken off the cable and not returned with the mary bipolar forceps. The mary bipolar forceps was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately .030¿ x .037¿. The maryland bipolar forceps was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the cable in the maryland bipolar forceps broke. A similar instrument was used to continue with the case. The procedure was completed with no reported injury.